Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) used to capture the joint instability.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient's left total knee was revised with a pre-and post-op diagnosis: "mechanical loosening of left knee prosthesis". Revising surgeon did not report any implant loosening though, and did not revise the femur, tibial base plate or patella components. Surgeon revised the polyethylene tibial insert to improve tendon/soft tissue tensioning. Indicated that this greatly improved joint stability. Doi: (B)(6) 2015; dor: (B)(6) 2017.